Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-pc. Upn: m365sc14320. Model: sc-1432. Serial: (B)(6). Batch: 208098.

Event description:
It was reported that one of the patients leads had migrated. The patient underwent an explant procedure wherein one of the patients leads and the ipg were removed. It was unknown as to why the ipg was explanted. The patient was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.

Event description:
It was reported that one of the patients leads had migrated. The patient underwent an explant procedure wherein one of the patients leads and the ipg were removed. It was unknown as to why the ipg was explanted. The patient was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned. Additional information was received that it was physicians preference to remove the ipg.